Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) values above 300 mg/dl and ketones. Healthcare provider described the ketones as dangerous. Suspected cause of elevated bg and ketones was an unspecified issue with the pump. Multiple infusion set site changes were performed to address the elevated bg. Customer was subsequently hospitalized on (B)(6) and received treatment for adverse event; treatment details were unable to be obtained. The treatment resolved the issue and customer was released from the hospital on (B)(6).